Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition lcd monitor had no image during installation. There was no patient involvement. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation however troubleshooting was performed by the olympus technical assistance center (tac), with the customer. The customer had no input on the hd15 signal, while other signals were working. Tac advised the customer that all inputs with a signal which are selected should work. The customer confirmed that the cable was working because it was working fine with a secondary monitor. Tac advised the customer to confirm the device will not work with additional setup, then consider it an out of box failure. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.